Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test.". The patient's medical history included anemia and c-section. Concurrent conditions included hydronephrosis and uterine leiomyoma. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("pain lower abdomen") and back pain ("pain lower back"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding discrepancy noted in insertion date of essure previously reported (B)(6) 2005 and in current follow up received (B)(6) 2012. Discrepancy noted in essure removal date : (B)(6) 2017 . Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received : following events were added : menorrhagia, abnormal vaginal bleeding, migraine/headache, fatigue, pain lower abdomen, pain lower back, she did not undergo any confirmation test.) Medical history,reporter information concomitant conditions and products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding discrepancy noted in insertion date of essure previously reported (B)(6) 2005 and in current follow up received (B)(6) 2012. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events pelvic pain, abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), general abnormal. Bleeding and essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.